Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 564 mg/dl. The customer did not mentioned symptoms such as and treated their high blood glucose reading with their injections customer's blood glucose value was mg/dl at the time of the call 400 mg/dl. Customer had under delivery issue. Troubleshooting was performed. The drive support cap condition was not mentioned. There were air bubble size of soda bubbles. There were no site or insulin issues. The device settings was not mentioned. The insulin pump was not tested. The infusion set was changed on (B)(6) 2020 . Customer was using auto mode feature. Customer did not perform any tests. Customer did not contact their healthcare provider. Products will not be returning for analysis.